Event description:
It was reported that the customer received motor error alarms and the insulin pump stopped delivering insulin. The customer experienced a couple of hypoglycemic episodes but no adverse events. His blood glucose level was not reported. He found threshold suspend in the alarm history. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.